Manufacturer narrative:
Another patient identifier: (B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The device was set-up into the scope where there was no difficulty experienced noted upon setting up the device. During the procedure, when the physician rotated the handle, the second speedband crossed into a spiral making it unable to continue to use. The physician changed the device, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed some bands were moved from their position and overlapped.

Manufacturer narrative:
Block a1: another patient identifier: (B)(4). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with some bands overlapped and one of the bands was damaged. The handle and the trip wire did not present problems; however, the trip wire was not secured. The returned suture thread was cut; however, this did not represent a problem. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, some bands in the ligator head overlapped and one of the bands was damaged. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device, causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted in an improper deployment of the bands, causing the bands to overlap, and damaging one of the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The device was set-up into the scope where there was no difficulty experienced noted upon setting up the device. During the procedure, when the physician rotated the handle, the second speedband crossed into a spiral making it unable to continue to use. The physician changed the device, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed some bands were moved from their position and overlapped.